Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the customer could not use the device properly since there was a failure in operating the touch panel. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The sales representative (rep) brought another v60 to the hospital and swapped out the device. The device kept operating when the issue was observed. There was no reported delay in therapy or medical intervention. The customer called technical support to report that there was a failure in operating the touch panel. The investigation is ongoing.